Manufacturer narrative:
H3, h6) the cable, product ID: 9735842, lot: 191021, was returned to the manufacturer for analysis. In summary, no faults were found. It had no physical damage and passed a continuity test with no opens or shorts detected. Previously reported code, b01, is applicable as well as newly reported codes, c19 and d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735842, h6: the system was serviced in the field by a medtronic representative. Hardware was replaced. The navigation system then passed the system checkout and was found to be fully functional. Codes b01, c02, d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a camera cart monitor was completely black. The manufacturer representative (rep) checked that the camera was still receiving power. The rep checked self test and both the systems' batteries showed 100% and connections were fine. During troubleshooting, the rep swapped the main cart monitor power cable into the camera cart monitor power input. The camera cart monitor turned on and functioned normally. The rep checked self test. The camera cart monitor was seen in self test as connected. This likely meant the camera cart uninterruptible power supply (ups) was still good. It was noted that the probable cause of the issue was the camera cart monitor power cable. There was no patient involvement.